Event description:
Second revision surgery - the humeral shell disengaged from the stem by tension. The surgeon converted from a reverse shoulder prosthesis (rsp) to a hemi. The first revision surgery is referenced in (B)(4).